Manufacturer narrative:
Device/media analysis: the device was returned for engineering analysis. No leak was felt or heard from the black connector. Iceball testing showed the needle shaft temperature to be -7.3c pointing to the insufficient thermal insulation of the needle. Additional testing found ice forming on the entire sleeve of the needle. Disassembly revealed that there was damage to the insulation sleeve.

Event description:
Reportable based on the product analysis completed on (B)(6) 2022. It was reported an external gas leak occurred. An icerod cx 90 degree needle was selected for use in a cryoablation procedure. The needle passed testing but was leaking argon gas during the first freeze cycle, between the gray cable and the black connection panel. An attempt to tighten the connection panel was done but without success. The needle was exchanged and the procedure was completed with the new needle. No patient complications were reported. However, the returned product analysis revealed ice formed on the shaft of the needle.